Event description:
The customer reported having hypoglycemic episodes in the past. The blood glucose reading was not provided. The customer stated that her blood glucose was low and was in a car accident. The customer was hospitalized for low blood glucose. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.